Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's left eye on (B)(6) 2012. The next day it was noted there was excessive vaulting associated with elevated iop and angle closure. Surgery pending to explant lens and implant a shorter length lens. Patient is on mydriatic, brimonidine drops and acetazolamide per mouth. On patient's last visit on (B)(6) 2012 - bcva 20/30.